Event description:
During surgery a smith & nephew shaver malfunctioned and locked up. Shaver was placed on the drape on the sterile field and a new shaver was used. Upon removing the drapes a burn on the anterior lateral abdomen was identified from the smith & nephew shaver. The wound was cleaned and dressed with silvadene and adaptic and the patient and her family were notified in the pacu. The abdominal wound required resection repair by her plastic surgeon and is healing well. FDA safety report ID# (B)(4).